Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion / migration / uterine perforation/due to perforation of the uterus/one coil had migrated to uterus') and fallopian tube perforation ('fallopian tube perforation/one was floating near lungs') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, weight loss, dry skin, cervicalgia, appetite lost, vaginitis and gallbladder removal. Concurrent conditions included leg pain, lupus syndrome, pain in hip, vitamin d deficiency, vomiting, visual discomfort, fibromyalgia, dizziness, muscle weakness, jaw pain, tenderness, palpitations, gas pain, abdominal bloating, dysuria, abdominal pain lower, ear pain and sinus disorder. Concomitant products included estradiol (estrogen) since 2018, ibuprofen since 2012 and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced neck pain ("neck pain") and oropharyngeal pain ("throat pain"). On (B)(6) 2012, the patient experienced toothache ("grinding jaw"), 1 year 11 months after insertion of essure. In 2012, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2013, the patient experienced constipation ("gi conditions / gastrointestinal or digestive system condition type: constipation"), migraine ("migraine/ headaches"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision problems / vision/eye problems type: blurry/dizz/ difficulty focusing"), amnesia ("neuro condition/problems /memory loss"), photophobia ("sunlight hurt eyes") and vertigo ("vertigo"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes / hormonal changes describe: hot flashes"). On (B)(6) 2013, the patient experienced peripheral swelling ("other injury or complication describe: swollen hands and feet"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have benign neoplasm ("tumor/ tumor / teratoma / cancer type: mass removed from back"). In 2016, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("abdominal pain during exercise"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/perforation related bleeding"), metrorrhagia ("metrorrhagia"), depression ("psych injury / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dental caries ("dental problems/ excessive cavities"), complication of device removal ("complication of device removal other"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), neuralgia ("neurological conditions or problems type: nerve pain") and balance disorder ("other injury or complication describe: balance") and underwent cyst removal ("cyst removed from back"). The patient was treated with surgery (hysterectomy (full), scalping (bilateral), oophorectomy(bilateral) and cyst removed from back). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cyst removal, autoimmune thyroiditis, menorrhagia, metrorrhagia, depression, vaginal discharge, complication of device removal, vaginal haemorrhage, obsessive-compulsive disorder, neuralgia, hypothyroidism, neck pain, oropharyngeal pain, balance disorder, photophobia, peripheral swelling and vertigo outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, dental caries, hot flush, migraine, headache, nausea, benign neoplasm, vision blurred, weight increased, amnesia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune thyroiditis, balance disorder, benign neoplasm, complication of device removal, constipation, cyst removal, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypothyroidism, menorrhagia, metrorrhagia, migraine, nausea, neck pain, neuralgia, obsessive-compulsive disorder, oropharyngeal pain, pelvic pain, peripheral swelling, photophobia, toothache, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, metrorrhagia, general abnormal bleeding, expulsion/ migration/ uterine perforation, hashimoto's disease, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neuro condition/problems, tumors, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result: perforation (fallopian tube), perforation (uterus) (B)(6) 2018). X-ray - in 2010: essure confirmation test(s) (unspecified)- perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; headaches, hypothyroidism, migraines, nausea, amnesia, fatigue, constipation, depression, anxiety, photophobia, hot flashes, neck pain, obsessive-compulsive disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: new event tooth pain, event dental disorder was updated to teeth cavity and event onset date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion / migration / uterine perforation/due to perforation of the uterus/one coil had migrated to uterus') and fallopian tube perforation ('fallopian tube perforation/one was floating near lungs') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, weight loss, dry skin, cervicalgia, appetite lost, vaginitis and gallbladder removal. Concurrent conditions included leg pain, lupus syndrome, pain in hip, vitamin d deficiency, vomiting, visual discomfort, fibromyalgia, dizziness, muscle weakness, jaw pain, tenderness, palpitations, gas pain, abdominal bloating, dysuria, abdominal pain lower, ear pain and sinus disorder. Concomitant products included estradiol (estrogen) since 2018, ibuprofen since 2012 and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced neck pain ("neck pain") and oropharyngeal pain ("throat pain"). On (B)(6) 2012, the patient experienced bruxism ("grinding jaw"), 1 year 11 months after insertion of essure. In 2012, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2013, the patient experienced constipation ("gi conditions / gastrointestinal or digestive system condition type: constipation"), migraine ("migraine/ headaches"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision problems / vision/eye problems type: blurry/dizz/ difficulty focusing"), amnesia ("neuro condit/problems /memory loss"), photophobia ("sunlight hurt eyes") and vertigo ("vertigo"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes / hormonal changes describe: hot flashes"). On (B)(6) 2013, the patient experienced peripheral swelling ("other injury or complication describe: swollen hands and feet"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have benign neoplasm ("tumor/ tumor / teratoma / cancer type: mass removed from back"). In 2016, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("abdominal pain during exercise"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/perforation related bleeding"), metrorrhagia ("metrorrhagia"), depression ("psych injury / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dental caries ("dental problems/ excessive cavities"), complication of device removal ("complication of device removal other"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), neuralgia ("neurological conditions or problems type: nerve pain") and balance disorder ("other injury or complication describe :balance") and underwent cyst removal ("cyst removed from back"). The patient was treated with surgery (hysterectomy (full), scalping (bilateral), oophorectomy(bilateral) and cyst removed from back). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cyst removal, autoimmune thyroiditis, menorrhagia, metrorrhagia, depression, vaginal discharge, complication of device removal, vaginal haemorrhage, obsessive-compulsive disorder, neuralgia, hypothyroidism, neck pain, oropharyngeal pain, balance disorder, photophobia, peripheral swelling and vertigo outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, dental caries, hot flush, migraine, headache, nausea, benign neoplasm, vision blurred, weight increased, amnesia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune thyroiditis, balance disorder, benign neoplasm, bruxism, complication of device removal, constipation, cyst removal, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypothyroidism, menorrhagia, metrorrhagia, migraine, nausea, neck pain, neuralgia, obsessive-compulsive disorder, oropharyngeal pain, pelvic pain, peripheral swelling, photophobia, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, metrorrhagia, general abnormal bleeding, expulsion/ migration/ uterine perforation, hashimoto's disease, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neuro condit/problems, tumors, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result: perforation (fallopian tube), perforation (uterus). On (B)(6) 2018. X-ray - in 2010: essure confirmation test(s) (unspecified)- perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; headaches, hypothyroidism, migraines, nausea, amnesia, fatigue, constipation, depression, anxiety, photophobia, hot flashes, neck pain, obsessive-compulsive disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: coding correction done. Event pt change from toothache to bruxism. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion / migration / uterine perforation'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), visual impairment ("vision problems") and complication of device removal ("complication of device removal other") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), scalping (bilateral), oophorectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune thyroiditis, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, neoplasm, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, metrorrhagia, general abnormal bleeding, expulsion/ migration/ uterine perforation, hashimoto's disease, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neuro condit/problems, tumors, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: essure confirmation test(s) (unspecified) perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia, apareunia, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia, general abnormal bleeding, expulsion/ migration/ uterine perforation, hashimoto's disease, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neuro condit/problems, tumors, vision problems, weight gain and complication during removal surgery.. Patient date of birth, lab data, essure removal date and treatment details added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion / migration / uterine perforation'), genital haemorrhage ('general abnormal bleeding'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('2 nd one floating') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, weight loss, dry skin, cervicalgia, appetite lost and vaginitis. Concurrent conditions included leg pain, lupus syndrome, pain in hip, vitamin d deficiency, vomiting, visual discomfort, fibromyalgia, dizziness, muscle weakness, jaw pain, tenderness, palpitations, gas pain, abdominal bloating, dysuria, abdominal pain lower, ear pain and sinus disorder. Concomitant products included estradiol (estrogen) since 2018, ibuprofen since 2012 and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced neck pain ("neck pain") and oropharyngeal pain ("thorat pain"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and hypothyroidism ("hypothyroidism"). In 2013, the patient experienced migraine ("migraine/ headaches"), nausea ("nausea"), vision blurred ("vision problems / vision/eye problems type: blurry/dizz/ difficulty focusing"), amnesia ("neuro condit/problems /memory loss"), photophobia ("sunlight hurt eyes") and peripheral swelling ("other injury or complication describe : swollen hands and feet"). In 2014, the patient experienced hot flush ("hormonal changes / hormonal changes describe: hot flashes"). In 2015, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In 2016, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("abdominal pain during exercise"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), depression ("psych injury / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions / gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), complication of device removal ("complication of device removal other"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), neuralgia ("neurological conditions or problems type: nerve pain") and balance disorder ("other injury or complication describe :balance") and was found to have benign neoplasm ("tumor/ tumor / teratoma / cancer type: mass removed from back"). The patient was treated with surgery (hysterectomy (full), scalping (bilateral), oophorectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, fallopian tube perforation, device dislocation, autoimmune thyroiditis, menorrhagia, metrorrhagia, depression, vaginal discharge, complication of device removal, vaginal haemorrhage, obsessive-compulsive disorder, neuralgia, hypothyroidism, neck pain, oropharyngeal pain, balance disorder, photophobia and peripheral swelling outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, tooth disorder, hot flush, migraine, headache, nausea, benign neoplasm, vision blurred, weight increased, amnesia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune thyroiditis, balance disorder, benign neoplasm, complication of device removal, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypothyroidism, menorrhagia, metrorrhagia, migraine, nausea, neck pain, neuralgia, obsessive-compulsive disorder, oropharyngeal pain, pelvic pain, peripheral swelling, photophobia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, metrorrhagia, general abnormal bleeding, expulsion/ migration/ uterine perforation, hashimoto's disease, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neuro condit/problems, tumors, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: essure confirmation test(s) (unspecified) perforation. Ultrasound scan - on an unknown date: result: perforation (fallopian tube), perforation (uterus) ((B)(6) 2018). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; headaches, hypothyroidism, migraines, nausea, amnesia, fatigue, constipation, depression, anxiety, photophobia, hot flashes, neck pain, obsessive-compulsive disorder quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs and medical records received: reporter information, medical history, concomitant drugs was added. Event tumor was updated to "benign tumor on back (mass removed from back)", event "hormonal changes" was updated to "hot flashes", event "gi disorder" updated to " constipation" and event "vision/eye problems" was updated to "blurry vision/ / difficulty focusing," . New events "2nd one floating, fallopian tube perforation" abnormal bleeding (vaginal), psychological or psychiatric problems condition: ocd, depression, neurological conditions or problems type: nerve pain, memory loss, neck pain, throat pain, other injury or complication describe :balance, swollen hands and feet vision eye problems: sunlight hurt eyes, hypothyroidism " were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('expulsion / migration / uterine perforation/due to perforation of the uterus/one coil had migrated to uterus') and fallopian tube perforation ('fallopian tube perforation/one was floating near lungs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, weight loss, dry skin, cervicalgia, appetite lost, vaginitis and gallbladder removal. Concurrent conditions included leg pain, lupus syndrome, pain in hip, vitamin d deficiency, vomiting, visual discomfort, fibromyalgia, dizziness, muscle weakness, jaw pain, tenderness, palpitations, gas pain, abdominal bloating, dysuria, abdominal pain lower, ear pain and sinus disorder. Concomitant products included estradiol (estrogen) since 2018, ibuprofen since 2012 and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced neck pain ("neck pain") and oropharyngeal pain ("thorat pain"). In 2012, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism"). In 2013, the patient experienced migraine ("migraine/ headaches"), nausea ("nausea"), vision blurred ("vision problems / vision/eye problems type: blurry/dizz/ difficulty focusing"), amnesia ("neuro condit/problems /memory loss"), photophobia ("sunlight hurt eyes") and peripheral swelling ("other injury or complication describe : swollen hands and feet"). In 2014, the patient experienced hot flush ("hormonal changes / hormonal changes describe: hot flashes"). In 2015, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In 2016, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("abdominal pain during exercise"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/perforation related bleeding"), cyst ("cyst removed from back"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), depression ("psych injury / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions / gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), complication of device removal ("complication of device removal other"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), neuralgia ("neurological conditions or problems type: nerve pain"), balance disorder ("other injury or complication describe :balance") and vertigo ("vertigo") and was found to have benign neoplasm ("tumor/ tumor / teratoma / cancer type: mass removed from back"). The patient was treated with surgery (hysterectomy (full), scalping (bilateral), oophorectomy(bilateral) and cyst removed from back). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, cyst, autoimmune thyroiditis, menorrhagia, metrorrhagia, depression, vaginal discharge, complication of device removal, vaginal haemorrhage, obsessive-compulsive disorder, neuralgia, hypothyroidism, neck pain, oropharyngeal pain, balance disorder, photophobia, peripheral swelling and vertigo outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, tooth disorder, hot flush, migraine, headache, nausea, benign neoplasm, vision blurred, weight increased, amnesia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune thyroiditis, balance disorder, benign neoplasm, complication of device removal, constipation, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypothyroidism, menorrhagia, metrorrhagia, migraine, nausea, neck pain, neuralgia, obsessive-compulsive disorder, oropharyngeal pain, pelvic pain, peripheral swelling, photophobia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, metrorrhagia, general abnormal bleeding, expulsion/ migration/ uterine perforation, hashimoto's disease, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neuro condit/problems, tumors, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result: perforation (fallopian tube), perforation (uterus) (oct2018). X-ray - in 2010: essure confirmation test(s) (unspecified)- perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; headaches, hypothyroidism, migraines, nausea, amnesia, fatigue, constipation, depression, anxiety, photophobia, hot flashes, neck pain, obsessive-compulsive disorder quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events added- vertigo and cyst. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.